Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b5.

Event description:
It was reported that during use the cs300 intra aortic balloon pump (iabp) ECG mode keeps switching on and off and two autofill errors. There was patient involvement however, no adverse event reported.

Event description:
It was reported that in cs100 intra aortic balloon pump the ECG mode keeps switching on and off. Two autofill errors were there; there was no harm or injury to patient reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cs100 intra aortic balloon pump the ECG mode keeps switching on and off. Two autofill errors were there, there was no harm or injury to patient reported.

Manufacturer narrative:
Updated fields - b4, d9, e1 (event site mail), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: b5, e1(initial reporter name), e3. Additional phone number: (B)(6). Cs100 upgraded to cs300. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, customer stated pump switch¿s from ECG to pressure and back again and also it fails autofill. Could not duplicate issue. Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use.